Event description:
It was reported that the tibial baseplate has a crack in it. Details of a revision have not been received.

Event description:
It was reported that a revision was performed due to tibial baseplate cracked.